Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 494 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit and pump alarmed no delivery. The customer was advised to run manual prime until at least 5.0 units. Customer reported insulin exits with the manual prime. The customer was advised the pump is working as designed. The customer was advised the alarm was caused by set/reservoir occlusion. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 494 mg/dl. The customer was treated with pump but got a no delivery.